Manufacturer narrative:
H10: additional manufacturer narrative: this device remains implanted in the patient as this is a valve-in-valve procedure. This device is not expected for return. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards perimount surgical valve, unknown implant duration, underwent a valve-in-valve procedure due to stenosis.

Event description:
It was reported that a patient with an unknown 23mm carpentier-edwards aortic valve underwent a valve-in-valve procedure due to severe stenosis after approximately five (5) years, four (4) months. The patient presented with acute decompensated heart failure. The tavr procedure was performed with a 23mm 9750tfx valve. The patient tolerated the procedure well with no immediate complication and was discharged on pod #3.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 (component code, clinical code, type of investigation, investigation findings, and investigation conclusions). A device history record (DHR) review was not performed, as no serial/lot number was provided. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including coronary artery disease, hyperlipidemia and diabetes mellitus.